Event description:
It was reported that an alert for non-sustained lead noise was received via merlin.net. Review of transmission found that atrial and ventricular undersensing lead to inappropriate detection of non-sustained lead noise. Programming changes were recommended and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.